Event description:
The user facility reports the physician screwed in the bolt and he dropped the triple lumen sleeve into its compartment, did a 360 degree turn and he inserted all three probes (oxygen, termperature, and icp). As the physician went to tighten the system by turning the wing nut, the entire triple lumen system turned in the pt's head. No pt injury was reported but intervention was required. The physician was able to stabilize the three catheter channels and tightened the introducer. The system is currently in use and is functioning as desired.